Event description:
It was reported that the customer had a button error alarm on the loaner pump. Customer was attempting to enter the carbs for a bolus dose and the numbers continued to ramp up even after the customer let go of the buttons. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
No ramping numbers or button error alarms noted. All buttons functioned properly. However, the pump had corroded keypad traces, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.